Event description:
On 9/6/2023, arthrex legal received a letter from a patient¿s attorney stating that a 4mm screw was utilized in right big toe surgery to keep the toe joint from fusing together straight. The screw bent and broke without suffering any traumatic event. After the revision surgery, the patient suffered an infection on the neighboring toe, which was removed along with three inches of bone behind it. No further information was provided. On 9/29/2023, the patient¿s legal representative provided further information reporting that an arthrex 4.0 mm cannulated screw for a s/p right hallux ipj fusion was utilized in the initial surgery performed on (B)(6) 2021. It was also reported that the revision was performed on (B)(6) 2022 at the same facility by the same surgeon. No further information has been reported. Additional information received on 10/2/2023: one piece of the screw remains in the patient, and two pieces were explanted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.